Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), genital haemorrhage ('general abnormal bleeding') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. A47940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failed to occlude fallopian tubes" in (B)(6)2013. The patient's medical history included uterine bleeding, menometrorrhagia and ovarian cyst. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psych injury/psychological or psychiatric problems condition: mental anguish") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain/weight gain/loss: gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal infection ("bladder/urinary problems - vaginal. Infection"), fatigue ("fatigue") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy,diagnostic hysteroscopy with cervical dilation and ablation). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vaginal infection had resolved, the menorrhagia, dysmenorrhoea, depression, vaginal haemorrhage, anxiety, vaginal discharge, fatigue and weight increased outcome was unknown and the vulvovaginal pain was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: left visible coils: 1. Right visible coils: 6. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6)2013: test bilateral occlusion; on (B)(6)2014: total bilateral occlusion, the fallopian tubes were blocked. Pregnancy test - on (B)(6)2014: negative. Most recent follow-up information incorporated above includes: on 3-oct-2019: pfs received. Events per pfs: vaginal bleeding, menorrhagia, mental anguish, vaginal discharge, fatigue, weight gain, tubal patency, vaginal pain were added. Lot number received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), genital haemorrhage ('general abnormal bleeding') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. A47940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, menometrorrhagia and ovarian cyst. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psych injury/psychological or psychiatric problems condition: mental anguish") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain/weight gain/loss: gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal infection ("bladder/urinary problems - vaginal. Infection"), fatigue ("fatigue") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy,diagnostic hysteroscopy with cervical dilation and ablation). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vaginal infection had resolved, the menorrhagia, dysmenorrhoea, depression, vaginal haemorrhage, anxiety, vaginal discharge, fatigue and weight increased outcome was unknown and the vulvovaginal pain was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: left visible coils: 1 right visible coils: 6. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6)2013: test bilateral occlusion; on (B)(6)2014: total bilateral occlusion, the fallopian tubes were blocked. Pregnancy test - on (B)(6)2014: negative. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury") and vaginal infection ("bladder/urinary problems - vaginal. Infection"). The patient was treated with surgery (hysterectomy (full), salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vaginal infection had resolved and the dysmenorrhoea and psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, pelvic pain, psychological trauma and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded; on (B)(6) 2013: test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Lab data added. Events: general abnormal bleeding, abdominal, dysmenorrhea (cramping), psych injury, bladder/urinary problems vaginal. Infection were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.